Manufacturer narrative:
The reported event of longevity anomalies and premature battery depletion was not confirmed. The device was in backup mode when received. Analysis of the device image indicated the device was operated in high output mode and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced and its voltage level is sensitive to variations in usage, such as high output settings. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. The device turned into backup mode post-explant, which is consistent with cold temperature exposure. After cutting open the device, the battery was confirmed to have reached near end of life due to normal usage and backup mode. Electrical and mechanical test results indicated normal elective replacement indicator (eri) functionality. The device was implanted for 9.27 years, which exceeded its projected longevity and is considered to be normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.